Event description:
Patient presented to the physician with the ipg moving in the pocket after weight loss, causing pain at the site. Physician brought the patient into the or, created a new pocket, placed and repositioned the ipg and leads, re-sutured, and closed the incision site.